Manufacturer narrative:
(B)(4). The patient was discharged from the hospital for the peritonitis event twenty-one days after admission. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with amikacin (dose and frequency not reported) intraperitoneally and meropenem (dose and frequency not reported) intravenously for the peritonitis. Antibiotic therapies were reported to be ongoing. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Nine days after the onset of peritonitis, dianeal therapies were temporarily discontinued and the patient was placed on hemodialysis for three days. Dianeal therapies were re-introduced and are ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.